Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient presented with pre-op diagnosis as atlantoaxial subluxation for which patient underwent magerl procedure at levels c1-c2. Intra-op, a guide wire was broken when surgeon inserted it until atlantoaxial surface using a power tool. It was approximately 2 cm from the tip. It was unknown which articular facet, c1 or c2. Bone quality was poor due to rheumatism. The surgeon shaved bone to remove the broken guide wire because it was broken in the bone. The product came in contact with the patient. Patient complications were unknown.

Manufacturer narrative:
Device analysis: visual review identified approximately ~30 mm of the proximal tip broken off from the instrument. Microscopic inspection identified helical surface and axial material deformation near the fracture surface, consistent with off-axis trajectory usage of instrument while under power. Dimensional inspection confirms shaft diameter conforms to print specification. Conclusion: the above observations are consistent with torsional overload of the instrument.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.